Event description:
Event description boston scientific crm received information that a lead safety switch was triggered for this atrial lead. The impedances that triggered the safety switch are unknown, a review of the daily measurements gave no indication of a change in impedances. No adverse patient effects were reported.